Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the lead, lot # (B)(4), found no anomaly.

Event description:
It was reported that from the first time the external neurostimulator (ens) was turned on for intra-operative programming the lead gave the rep impedance values that were out of range. It was at least 2-3 electrodes every time. Moving the lead was attempted as well as different electrode configurations but could not get good coverage so another lead was used. The impedance values were high, greater than 10.000. The device was not implanted. The trial went great and the patient was going to implant.